Event description:
It was reported that the ilet pump stopped displaying dexcom g7 continuous glucose monitor (cgm) glucose readings due to intermittent communication failure, limited to the ilet, and was resolved after the user was guided to toggle the settings and restart pairing, after which readings resumed; the implicated device component was the antenna within the electrical and magnetic subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.